Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the unit turns off by itself during usage although the battery indicator shows full capacity. There was no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device does turn on using battery, however the low battery alarm annunciated, then the power button flashed 10 times and the device shut off. The device turned on using ac while in the customer returned docking station, however a 10 beep alarm went off and the unit shut down after about 1 minute. The 10 beeps anomaly was observed due to an instrument board failure caused by u21 reverse biasing resulting from rds connector j5 pin 7 contacting the rds docking station after the other pins. The instrument board was replaced and the unit functioned as designed.